Event description:
It was reported that the stopped functioning. Reportedly, the pump still turned on when plugged into a power source. Customer's blood glucose level was 235 mg/dl. Reportedly, the pump still turned on when plugged into a power source.